Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy there was a fiber optic sensor failure alarm. No patient harm or injury was noted.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, problem code; h11. Corrected field: g1 contact person ¿ mfg site. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Visual examination observed the optical fiber broken within the catheter tubing approximately 75.9cm from iab tip. The inner lumen found occluded with dried blood. The occlusion was able to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred.